Event description:
Rubber protective needle broke off into blood culture bottle when transferring. Unsure if it could cause contamination to sample. Transfer device information: vacuette blood transfer unit by greiner bio-one. Ref 450225 lot #a17103xd exp: 2020-09-28.